Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2011, the rptr contacted animas on behalf of her daughter (the pt) and reported elevated blood glucose levels. The rptr indicated that the pt's blood glucose (bg) level had been in the "300's" mg/dl all day. She also mentioned that the pt had a stomach ache and was vomiting. At the time of the call with animas, the rptr claimed that the pt's blood glucose level was "511 mg/dl." Boluses were confirmed in the pump's history. The pump's date/time and basal rates were also confirmed. The pump was primed. No inadvertent suspends were noted. The rptr denied any kinking, air bubbles, or blood noted at the site. The pt reportedly did not have any site issues. The rptr claimed that the pt was responding to boluses but was not going below "200 mg/dl." Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt developed an elevated blood glucose level that meets animas' criteria for a serious injury.